Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of surgical operative notes and device evaluation. The acetabular shell was returned and evaluated against the complaint. As returned, embedded bio debris is seen throughout the fiber metal pad. The rim is bent and damaged near the lock ring window. The lock ring is still intact and moves freely within the lock ring groove. One of three screw holes exhibits damage. DHR was reviewed, no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event were found. A definitive root cause for the reported event could not be determined with the information available. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner standard 3.5 mm, offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells/ pn 00630505036/ ln 60817960, femoral head sterile product 12/14 taper/ pn 00801803603/ ln 60817960, unknown stem. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision due to migration and loosening of the cup. The shell and liner were revised.